Manufacturer narrative:
The device was returned to olympus for inspection. The reported malfunction was confirmed, and investigation results found an additional no image malfunction. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a b30 error. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction as well as the results of the investigation. Corrected fields: h11 updated fields: b5, g3, h2 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation it was due to plug unit connection issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.